Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh quality control result was obtained for a single non-vitros biorad sample when using vitros tsh reagent on a vitros 5600 integrated system. The assignable cause of the event is unknown; however, an unknown vitros reagent or instrument issue, pre-analytical sample mix up, or an issue with the biorad l1 control fluid in use cannot be ruled out as contributing to the event.

Event description:
The customer observed a higher than expected vitros tsh quality control result for a single non-vitros biorad qc sample when using vitros tsh reagent on a vitros 5600 integrated system. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no patient samples were in question for vitros tsh over the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).